Event description:
Customer reports to have received excessive battery out limit alarms. Customer' blood glucose was unknown. Alarm history showed, battery out limit alarm, no power alarm, and low battery alarm. During troubleshooting, it was found that customer does not use sensor feature, pump is not in vibrate mode, remote feature is off, customer does not use rechargeable batteries, batteries were not previously used, customer does not perform excessive button pressing, customer does not do daily set rewind, and customer uses recommended aaa energizer alkaline batteries. After troubleshooting and replacing batteries, customer still received battery out limit alarm. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a high idle current problem isolated to the liquid crystal display board. No off no power anomaly or battery out limit alarm was noted. The insulin pump was received with a cracked case at the display window corners, a missing end cap sticker, broken reservoir tube lip and minor scratches on the display window.